Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant rupture". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight , broken ,red particle in the shell and missing. A microscopic analysis was performed which identify sharp broken in the posterior a dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp broken in the posterior side assessed as unidentified (tear) broken. -missing piece of the shell assessed inconclusive. Additional, changed, and/or corrected data: h3, h6.

Event description:
Patient reported "implant rupture". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b6, d4, d9, g2, h3, h6.

Event description:
Patient reported "implant rupture". Device has been explanted. This relates to the left side.